Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. As noted, patient has history of ckd, hyperlipidemia and hypertension. Patients with these comorbidities may have an increased risk of developing valve stenosis and calcification. The exact cause of the reported event could not be determined. However, investigation results suggest that progression of the patient disease process may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 5 years after a transfemoral tavr procedure with a 26mm sapien 3 valve, the patient presented with shortness of breath and dyspnea. An echocardiogram recently performed reported significant prosthetic aortic valve stenosis with a valve area index of 1.2 cm2, moderate aortic regurgitation and a mean gradient of 36 mmhg was observed. Per the valve clinic coordinator, the perceived cause of the valve failure was "degeneration, calcification". The patient is being evaluated for a valve in valve procedure.

Event description:
Per additional information received, the valve was explanted 5 years and 3 months after index procedure and replaced with a surgical valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to new information received. Sections b5, d6, g6, and h2 have been updated. H6 code was corrected: health effect - impact code.